Event description:
The complainant reported that on (B) (6) 2009 the clinician was performing a urethral sling implant using an obtryx sling system in a (B) (6) female patient. During the procedure, the association loop on the sling broke. There was no indication from the clinician if the loop detached at the time of breakage. The clinicians then obtained another sling and successfully completed the implant procedure. The complainant reported that there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
The device has been received for analysis, but the evaluation has not yet been completed. Upon completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B) (4).